Event description:
It was reported that the micro sagittal saw ran without user activation. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
Upon disassembly, widespread corrosion was discovered.